Manufacturer narrative:
Additional information: the complaint is not confirmed based on the customer provided x-ray/CT scan, which displays the device in the knee. Infection/inflammation cannot be seen in the attached x-rays or CT scans. Per instruction from the product management team, this device is only recommended to be used in the ankle. No change in harm was identified

Event description:
The sister of the patient contacted arthrex on (B)(6) 2017 regarding a reaction and pain of an arthrex implant in the patient¿s knee. The incident was initially entered in the old arthrex complaint system creekside with reference number cc109970. A statement was provided by the sister of the affected patient and the surgeon which slightly deviated from the provided information of the patient¿s sister on (B)(6) 2017. The information was initially provided and documented in cc109970 and are disposed in the notes of this case. On (B)(6) 2023 the sister of the patient contacted arthrex again with the following complaint. Due to ongoing complications, pain, state of constant inflammation and infection the patient decided to reach out to a new surgeon requesting a removal of the implant. The patient underwent an additional surgery to remove the implant on (B)(6) 2017. The surgeon of the additional operation did not know the exact placement of the implant, because the information could not be provided from the first surgeon. It is not sure if all fragments of the implant could be retrieved from the knee, but the CT scan and ultrasound are not showing left pieces inside the patient. To this day the patient is experiencing low grade fever, constant pain, decreased mobility and constant infections. There is a loss on the fibular joint as the implant went through the soft tissue and into the bone.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.